Event description:
Additional information was received. It was reported that the patient had healed by the time of report.

Event description:
It was reported that the patient had a spinal fusion surgery performed in (B)(6) 2012. During the surgery, the doctor nicked the dura on the patient¿s spinal cord and there was a cerebrospinal fluid (csf) leak that created a baseball sized cavity in the patient¿s back. It took 14 months for the patient to heal and the patient required 2 additional surgeries. During the first corrective surgery, a skin flap was done but another wound formed. At the second corrective surgery, a muscle flap was done. The muscle flap resolved the wound problem. It was also noted that prior to the corrective surgeries the catheter was removed because it was running through the wound. The pump remained implanted but was turned down as far as it would go during the corrective surgeries. The patient was on oral pain medication while the pump was turned down. The patient¿s doctor at that time had weaned the patient way down on the oral pain medication compared to what the patient had previously taken. The pump had delivered fentanyl 1mg/day which the patient later found out was a ¿very large dosage¿. The pump was replaced on (B)(6) 2013; however, the reason for the pump replacement was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the device was not working due to prior damage to the intrathecal catheter during operating procedure. The device was replaced on (B)(6) 2013.

Event description:
It was later reported that the patient did not have any concerns regarding the device or therapy at the present time. The patient had an appointment on 2013-(B)(6). The patient received assistance from the doctor or manufacturer representative and the concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed no significant anomaly, miscellaneous acceptable testing, catheter incomplete/returned in segments. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.